Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited sensing issues as well as high pacing impedance and failure to capture. Fluoroscopy did not reveal any physical anomalies. The generator was explanted and successfully exchanged. The patient was stable.

Manufacturer narrative:
The reported event of sensing, impedance, and capture anomaly was confirmed. Electrical testing revealed an anomalous transistor in the hybrid. The anomalous transistor was found to be the cause of the sensing, impedance, and capture anomaly.